Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: although a temporal relationship exists between the liberty cycler and the reported adverse event(s) of nausea, vomiting, bloating, shortness of breath, difficulty with oral (po) intake, abdominal pain, and peritonitis, there is no documentation indicating a causal relationship between the liberty cycler, the hospital admission, and/or the reported adverse event(s) of nausea, vomiting, bloating, shortness of breath, difficulty with po intake, abdominal pain, and peritonitis. Additionally, there is no allegation against any fresenius product(s) and the adverse event(s). It remains unclear if the patient was utilizing any fresenius products during the hospitalization. However, there is a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy as the organism cultured was providencia stuartii.

Event description:
A peritoneal dialysis (pd) patient was hospitalized for peritonitis from (B)(6) 2017. The patient experienced symptoms of abdominal pain, nausea, bloating, shortness of breath, vomiting, difficulty with ¿by mouth¿ (po) intake, and changes in peritoneal fluid color predicating arrival to the emergency room (ER) on (B)(6) 2017. The pd effluent fluid cultures were collected on (B)(6) 2017 and the results from (B)(6) 2017 were positive for gram negative providencia stuartii. The patient was subsequently treated with oral ciprofloxacin 250 milligrams (mgs) twice daily for two weeks post discharge. It is unclear if the patient had enteritis or constipation during hospitalization, however the patient displayed progressive improvement post laxative therapy. At the time of hospital discharge, the patient¿s pending pd effluent fluid cultures were negative. The patient continues pd treatments with the cycler.